Event description:
Our affiliate is reporting to us that on (B)(6) 2011, the patient underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively (sometime in (B)(6) 2011), the patient presented with pain; a CT scan discerned that the fixation pin or pins had broken and a fragment was in the joint. The patient is scheduled for a re-surgery to remove the fragment in (B)(6) 2012. This is all of the information supplied to (B)(4) to date.

Manufacturer narrative:
(B)(4) is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned to mitek for evaluation, also no lot number was supplied, which precludes conducting a batch history review. We have had further communication in which the surgeon states that his technique is the root cause for this reported issue. It appears that the graft sizing was shorter than normal and possibly inadequate; 8.5 mm normally, this graft was 8 mm in length. Further, the surgeon states that the depth of the drill holes that he placed to accommodate the fixation pins were too shallow; it also appears that the MRI indicating that there were "pin" fragments and migration was incorrect, the pin or pins did break, however nothing migrated, the broken pins are captured and secure in the bone holes. This issue is a technique issue; at this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.